Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the connector block was broken and additionally noted the red display wire was pinched but that its insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. No patient complications have been reported as a result of this event.